Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient's generator battery was already at 25% after being implanted for about 1 year. However, there also was high impedance present (reported in MFR. Report #1644487-2016-01942), so the battery life could have been affected by the increased impedance. The patient had full revision surgery on (B)(6) 2016. The explanted generator and lead were received on 08/23/2016. The lead evaluation will be reported in MFR. Report #1644487-2016-01942. Analysis of the generator has not been approved to date. No further relevant information has been received to date.

Event description:
Analysis of the generator was approved on 09/19/2016. The supply currents were out of specification due to a possible leakage path caused by contaminates on the printed circuit board assembly (pcba) from the manufacturing process of removing the tab from the pcba. A battery longevity calculation was performed, which estimated 3.68 years from manufacturing date to 25% indicator. However, there were most likely a combination of causes for the premature battery depletion, including the leakage path on the pcba and the generator being unable to deliver the specified output current due to the high impedance (reported in MFR. Report #1644487-2016-01942). The undeliverable output current caused the generator to have an incorrect estimation of the charge consumed.